Manufacturer narrative:
(B)(4). Initial reporter occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir caused multiple "no disposable" alarms. The pump settings were unavailable. There was no patient injury.